Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's airflow stopped. There was no harm or injury reported.